Manufacturer narrative:
Investigation: no photos or samples that display the reported condition were provided for investigation. A device history review was performed for reported lot 1806708, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes testing and inspections throughout the manufacturing process to ensure the quality and functionality of the device. Testing performed on the reported lot did not identify any cause related to the reported issue. While the samples involved in this incident were not returned, an onsite evaluation did verify flow issues occurred. As the samples mentioned in the complaint were never returned to bd, a root cause analysis was not able to be performed on the actual samples. However, an onsite visit to this hospital was made to evaluate the infusion performance of the phaseal optima products using the same products lots and infusion regiment that was described in the complaint. This evaluation demonstrated that we were able to recreate the sympathetic flow issues mentioned in the complaint. To perform infusion, the user was asked to switch to the texium product. Since there was no sympathetic flow when the texium product was used in place of the phaseal optima products, it is likely that sympathetic flow delay may have been attributed to flow through the phaseal optima injector.

Event description:
It was reported that there was flow issues with a bd injector n35-o¿. The following information was provided by the initial reporter: it was reported that the hazardous drug did not infuse at the expected rate ( above 350 ml/hr). The injector appeared to interfere with the appropriate time for the hazardous drug to infuse. Concern: the optima injectors when placed on a secondary infusion line during multiple hazardous regiment (abvd/ rcho/folfiri b). The optima injector appeared to interfere with the appropriate time for the hazardous drug to infuse . Resulting in a delay with the drug infusion . The hazardous drug did not infuse at the expected rate ( above 350 ml/hr). The hazardous drug was pulling volume from the primary bag action was attempted to eliminate the sympathetic flow concern- action included adding four hangers added to primary line, pump lowered to heart level of patient . All with all with no avail. The site refused to clamp the primary line during hazardous drug infusion., eventually the hazardous drug was infused when the bd optima injectors were removed. Texium closed male luer were added to the secondary line with positive good results to allow the hazardous drug to infuse. Eventually the hazardous drug was infused when the bd optima injectors were removed. Texium closed male luer were added to the secondary line with positive results to allow the hazardous drug to infuse.

Manufacturer narrative:
The following fields have been updated with additional information: medical device lot #: 1806708 medical device expiration date: 2019-11-30. Device manufacture date: 2018-06-26 .

Event description:
It was reported that there was flow issues with a bd injector n35-o¿. The following information was provided by the initial reporter: it was reported that the hazardous drug did not infuse at the expected rate ( above 350 ml/hr). The injector appeared to interfere with the appropriate time for the hazardous drug to infuse. Concern: the optima injectors when placed on a secondary infusion line during multiple hazardous regiment (abvd/ rcho/folfiri b). The optima injector appeared to interfere with the appropriate time for the hazardous drug to infuse . Resulting in a delay with the drug infusion . The hazardous drug did not infuse at the expected rate ( above 350 ml/hr). The hazardous drug was pulling volume from the primary bag action was attempted to eliminate the sympathetic flow concern- action included adding four hangers added to primary line, pump lowered to heart level of patient . All with all with no avail. The site refused to clamp the primary line during hazardous drug infusion., eventually the hazardous drug was infused when the bd optima injectors were removed. Texium closed male luer were added to the secondary line with positive good results to allow the hazardous drug to infuse. Eventually the hazardous drug was infused when the bd optima injectors were removed. Texium closed male luer were added to the secondary line with positive results to allow the hazardous drug to infuse.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was flow issues with a bd injector n35-o¿. The following information was provided by the initial reporter: it was reported that the hazardous drug did not infuse at the expected rate ( above 350 ml/hr). The injector appeared to interfere with the appropriate time for the hazardous drug to infuse. Concern: the optima injectors when placed on a secondary infusion line during multiple hazardous regiment (abvd/ rcho/folfiri b). The optima injector appeared to interfere with the appropriate time for the hazardous drug to infuse . Resulting in a delay with the drug infusion . The hazardous drug did not infuse at the expected rate ( above 350 ml/hr). The hazardous drug was pulling volume from the primary bag action was attempted to eliminate the sympathetic flow concern- action included adding four hangers added to primary line, pump lowered to heart level of patient . All with all with no avail. The site refused to clamp the primary line during hazardous drug infusion., eventually the hazardous drug was infused when the bd optima injectors were removed. Texium closed male luer were added to the secondary line with positive good results to allow the hazardous drug to infuse. Eventually the hazardous drug was infused when the bd optima injectors were removed. Texium closed male luer were added to the secondary line with positive results to allow the hazardous drug to infuse.